Event description:
It was reported that a miniarc was implanted "about two years ago," to treat urinary incontinence; the pt was using 3 pads per day. She was seen at one month post-operatively and was symptomatic of "some urgency," she was told this would resolve. The pt then consulted her gynecologist, who removed part of the sling. Later, she saw another physician, who removed more of the sling. Additional details were not provided.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.